Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, after correctly removing the stent protector, it was noted that the stent was damaged. The distal portion of the stent seemed to be glued to the stent protector. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Stent strut rows 1-6 from the proximal end of the stent appear undamaged; the remainder of the stent struts are stretched and pulled distally with some struts extending over the distal tip of the device. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was determined. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 24 mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, after correctly removing the stent protector, it was noted that the stent was damaged. The distal portion of the stent seemed to be glued to the stent protector. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.